Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) indicating that the cause of the por was not determined. The rep reported the device was turned off and programmed and was working as expected now. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins). It was reported that while the healthcare provider was interrogating the patient¿s device, an error message occurred, ¿internal device data lost.¿ however, while on the phone for troubleshooting, the rep reported that the healthcare provider had texted them back indicting that the issue was resolved. There were no patient complications reported as a result of this event.